Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead confirmed it had been severed and only the proximal 65 millimeters (mm) was returned. Electrical testing of the segment was completed. Measurements throughout these tests were within normal limits. Laboratory testing of this segment of the lead did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this pacemaker and right ventricular (rv) lead presented to the emergency room (ER) due to unknown symptoms. Rv loss of capture (loc) was observed on the presenting electrogram (egm). Technical services (ts) reviewed noting there had been pace impedance spikes that occurred in the last six months going as high as 3,000 ohms, along with low sensing. Ultimately, this pacemaker and rv lead was surgically abandoned and a new device system was implanted on the right side. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this pacemaker and right ventricular (rv) lead presented to the emergency room (ER) due to unknown symptoms. Rv loss of capture (loc) was observed on the presenting electrogram (egm). Technical services (ts) reviewed noting there had been pace impedance spikes that occurred in the last six months going as high as 3,000 ohms, along with low sensing. Ultimately, this pacemaker and rv lead was surgically abandoned and a new device system was implanted on the right side. No additional adverse patient effects were reported.